Event description:
The customer contact reported an adverse event while the device was in clinical use. At 0449, the pump was programmed to deliver morphine 1 mg/ml, in the pca only mode, with a 1 mg pca dose, a 10 minute pt lockout, and a 6 mg one hour dose limit. The customer contact reported that pt's oxygen saturation level was being monitored continuously. At 2151 during rounds, the nurse walked into the pt's room and found the pt unresponsive in bed and in cardiopulmonary arrest. A code was called. CPR was initiated. The pt was treated with oxygen therapy, intubation, and unspecified doses of narcan. The code continued for approximately 45 minutes. At 2230, the pt expired. The pump was removed from clinical service. The customer contact reported that a total of 33 mg of morphine had been delivered to the pt. The customer contact indicated that the nurses "can account for every mg that was delivered". An autopsy was performed. The customer contact reported that the pt's wife reported indicated that the medical examiner has indicated that the cause of death was due to unspecified natural causes. The customer contact reported that the pt's death was not an outcome related to any malfunction by the pump. The customer stated that, "we don't suspect that the pump wasn't working properly." Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4). A review of the history indicated on (B) (6) 2010 between 0338 & 0339, pump powered on, history cleared, check syringe alarm, bar code not read alarm, morphine 1 mg/ml confirmed, cca standard care area selected, pump programmed to deliver in the pca only mode with a 2 mg loading dose, 1 mg pca dose, 10 min pt lockout and 10 mg one hour limit, confirmed no, and reprogrammed with a 6 mg one hour limit and settings confirmed. At 0341, check settings alarm. Between 0344 & 0345, check settings alarm, loading dose started and ended. Between 0350 & 0517, there were six 1 mg pt initiated deliveries and 3 unmet pt demands. At 0533, door opened, 8 mg shift total cleared and door locked. Between 0535 & 1055, there were nineteen 7 mg and one 0.4 mg pt initiated deliveries, 9 unmet pt demands and an empty syringe alarm. Between 1119 & 1121, door opened and locked 2 times, empty syringe alarm, check vial alarm, 2 check syringe alarms, 2 check injector alarms, bar code not read alarm, settings retained and confirmed. Between 1130 & 648, there were twelve 1 mg pt initiated deliveries and 2 unmet pt demands. Between 1701 & 1702, door opened and locked 2 times and a 31.4 mg shift total cleared. Between 1705 & 1724, there were two 1 mg pt initiated deliveries and 2 unmet pt demands. Between 2302 & 0233, low battery alarm, new date stamp (B) (6) 2010, door opened 4 times, door locked 3 times, 2 mg shift total cleared, 2 check vial alarms, bar code not read alarm, check syringe alarm, 3 check settings alarms and pump powered off. Review of the history indicates the pump delivered as programmed. (B) (4)